Event description:
Literature reference: lin z, et al. Symptom responses, long-term outcomes and adverse events beyond 3 years of high-frequency gastric electrical stimulation for gastroparesis. Neurogastroenterol motil 2006;18:18-27. The article discusses symptom responses and long-term outcomes in 55 gastroparetic patients receiving gastric electrical stimulation (ges) beyond 3 years by presenting per protocol analysis and intention-to-treat (itt) analysis. Two patients had a total gastrectomy due to continuing severity of their symptoms, vomiting and hospital readmissions. The patients had substantial narcotic requirements. One patient had the device removed at twelve months and one had the device removed at 35 months.

Manufacturer narrative:
This report is being submitted following an internal audit.